Event description:
It was reported that the thresholds post implant were 5 v at 1.2 ms bipolar and no capture in unipolar. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.